Event description:
It was reported that patient presented for unrelated procedure. Upon interrogation, it was noted that right ventricular (rv) lead exhibited high pacing impedance, high capture threshold and loss of capture. It was also noted that left ventricular (lv) lead exhibited loss of capture. Programming changes were made to resolve right ventricular (rv) lead issues. No intervention performed on lv lead. Patient condition was unknown.

Event description:
New information noted that right ventricular (rv) lead was capped on (B)(6) 2025 and replaced with new lead due to suspected lead fracture. Patient condition was stable.